Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that when the sales rep confirmed the video provided by the clinic, it was found that the lens was scratched when it was inserted into the cartridge. It is unknown if the lens was already scratched when it was shipped, or if it was scratched when iol was taken off the wagon wheel. The video does not show the iol beeing taken off.no patient harm reported.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, scratch was found on the optical part of the lens. The surgery was performed and completed without product replacement. Sample is not available as it still remains in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Initial photos were provided of the implanted lens. There appeared to be two parallel scratches or a shadow from the scratch in the center of the optic (posterior and anterior). The scratches are slightly curved. Based on the axis mark position, the scratches were to be perpendicular to the fold path. These parallel scratches may have been caused by an instrument used to grasp the lens.an additional photo was provided of the lens being held by loading forceps before loading into the cartridge. The reported scratch was visible in the photo before the lens was loaded/delivered. The video was provided. The cataract removal was shown. A company cartridge was brought into view. Viscoelastic was added to the cartridge. Twenty-five seconds elapsed before the lens was brought into view. The optic was being held near the edge by forceps. The scratch was visible before the lens was loaded into the cartridge. Product history records were reviewed and documentation indicated the product met release criteria. Associated products are not applicable as the damage was visible before the lens was loaded into the cartridge. The root cause could not be determined. The reported scratch was observed in the provided photos and video. Based on the video review, the damage was present before the lens was loaded into the cartridge. After viscoelastic was added to the cartridge, twenty-five seconds elapsed before the lens was brought into view. This may indicate an issue occurred off camera. The scratch or scratches may have been caused by an instrument used to grasp the lens. The manufacturer internal reference number is: (B)(4).